Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent remains in pt. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the distal cx. The lesion was pre-dilated, but after several attempts, the vision stent was not able to cross. When the vision was removed, the stent was not on the balloon. The dislodged stent could not be located, but fluoroscopy confirmed that the stent implant was not in the coronary. Reportedly, the pt expired none hrs post-procedure; however, the death was not related to the vision stent. The pt had many complications and the cause of death was documented as liver failure. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors. In this instance there is no information on the pt anatomy and the device was not returned to abbott vascular for evaluation which may have aided in the investigation. The multiple attempts to cross the lesion may have affected the device's crimp and may have contributed to the reported dislodgement. However, without a thorough analysis of the device, no determination can be made as to the root cause of the reported discrepancy.